Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated they will keep monitoring this patient for now. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting shock impedance measurements greater than 125 ohms. A review of the trended data showed the measurement is usually in the 100 ohm range. There is no noise noted and pacing impedance measurements are stable. A boston scientific technical services consultant discussed to continue monitoring the system and if the measurements continue to rise, then a commanded high energy shock is recommended. Efforts to obtain additional product issue details were unsuccessful and no further adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that shocking lead impedance measurements have been increasing since implant and exceeded 125 ohms. The impedance is currently between 90-100 ohms. No adverse patient effects were reported.